Manufacturer narrative:
Ref: internal complaint number (B)(4).

Event description:
On (B)(6) 2019 fujifilm medical systems u.s.a inc. (Fmsu) was informed that two patients have developed colitis after undergoing a routine colonoscopy procedure with the same fujifilm endoscope. On (B)(6) 2019: patient 1 ((B)(6) year old female) had routine colonoscopy completed; there was no indication that there was anything wrong with the endoscope at the time of the procedure. On (B)(6) 2019: patient 1 presented with abdominal pain and fever and was admitted to the hospital. CT and lab testing was performed and colitis was not verified. Patient 1 was treated and discharged. On (B)(6) 2019: patient 2 ((B)(6) year old female) had routine colonoscopy completed; there was no indication that there was anything wrong with the endoscope at the time of the procedure. On (B)(6) 2019: patient 2 presented with abdominal pain, and evidence of rectal bleeding and vomiting; patient was admitted to the hospital. CT results indicated that the appearance of colon was most consistent with ischemic colitis. Blood and stool cultures were all negative. As off date of this report, patient 2 status was asked for but not provided by customer. There was no indication at the time of the procedures that anything was wrong with the endoscope. The endoscope was clean and sterile at the time of procedures and no operators had reported any issues. The device has been taken out of service and sent for evaluation. There was no death associated with this event; this report is being submitted in abundance of caution.